Manufacturer narrative:
Other relevant device(s) are: brand name: micra:mc1vr01-delsys / expiration date: 05/28/2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, < mfg date: 12/10/2018, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), it was difficult to recapture the device in the cup after first deployment attempt. Patient was reported to have tricuspid regurgitation, which was worsened by the damage caused during micra implant. The device was successfully implanted and remains in use. Patient reportedly experienced poor appetite after the procedure. No further patient complications have been reported as a result of this event.